Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2016, that an electrosurgical unit (esu) was in use near a patient¿s face while ventilation with oxygen was being administered through the arkon anesthesia ventilator. A spark from the esu ignited the o2 and a patient injury resulted. The involved devices were removed from service, and is quarantined by the hospital pending investigation.

Manufacturer narrative:
The issue was investigated by a spacelabs field service engineer. Findings show that the arkon performed to specification and did not contribute to the event. The arkon passed functional testing after the event and was cleared for clinical use. This report is considered complete and this particular issue closed.